Event description:
Healthcare professional reported, right side capsular contracture, iii/IV. And exchange, due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical. Event not related to the device. Additional observations: observed, deformation on the device. Observed, cloudy in the gel. White particles observed, in the surface of the shell. Observed, wear abrasion on the device.

Manufacturer narrative:
Continued e1 additional fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV and exchange.

Event description:
Healthcare professional reported right side capsular contracture iii/IV and exchange due to concerns with the product. Device has been explanted and replaced.